Manufacturer narrative:
Section b3: date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2023 and (B)(6) 2023. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A doctor reported that she had a post lasik patient with diplopia whom she explanted diboo monofocal lenses from both right eye (od) and left eye (os) and implanted zcboo intraocular lens (iol) in both od and os. No other information was provided. This report is for the lens, sn (B)(6) which explanted from one of the eyes of the patient. A separate report will be submitted for the lens explanted from the patient's other eye.